Event description:
It was reported that the patient went to the hospital because inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a replacement surgery was performed and a crack in the right cylinder was confirmed. The cylinder and pump were replaced. There were no patient complications.

Event description:
It was reported that the patient went to the hospital because inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a replacement surgery was performed and a crack in the right cylinder was confirmed, so the cylinder and pump were replaced. The cause of a crack was not detailed by the hospital. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders and pump were visually examined and tested for leaks. One cylinder had hole and leak in the proximal end consistent with sharp instrument damage. The cylinder also had buckling folds in the proximal, middle, and distal sections. The second cylinder had buckling folds in the proximal, middle, and distal segments. It passed the leakage test. The pump passed visual inspection; there were no visual anomalies found. The pump passed leak testing but did not pass activation testing. Product analysis confirmed the reported clinical observations. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.